Event description:
Additional information was received on 05dec2023: the procedure performed for the patient prior to the use of the closure device was repositioning of the impella device, right heart catheterization with swan-ganz catheterization through the left femoral vein. Removal of the arterial sheath was from the right femoral artery. The procedure sheath used was a 7 french arterial sheath was placed on the right side. An 8-french venous sheath was placed at the left femoral sight. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The tip of the sheath was the location of the fracture. A pre-deployment angiogram was performed. Hemostasis was achieved with manual pressure. The estimated blood loss was 100cc. The patient was in stable condition. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information.

Manufacturer narrative:
One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position but was fully disconnected from the hemostasis sheath. The internal components were deployed and were stuck within the sheath. Mechanical damage was identified on the sheath and the carrier tube as the sheath was found to have been kinked and fractured and the carrier tube was found to have had multiple kinks. No other damage or issues were identified. The complaint was able to be confirmed for a broken hemostasis sheath. The exact root cause could not be determined. The likely cause was determined to have been excessive force applied to the hemostasis sheath resulting in mechanical damage of the component and leading to assembly difficulty. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during deployment of angio-seal arterial closure device, the end of the device fractured inside the femoral artery. The fractured piece of the device was successfully removed from the patient. Surgical intervention was required to retrieve fractured device end. The event occurred post-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.